Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a low radial resection procedure. When anastomosing the rectum and colon, the anvil was I nstalled normally. But the staple did not form properly after firing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a low radial resection procedure. When anastomosing the rectum and colon, the anvil was installed normally but the staple did not form properly after firing. Additional suture was used on the staple line to avoid unnecessary bleeding, to resolve the issue and complete the case. The surgical time was extended by more than 30 minutes. There was no patient injury.